Event description:
This report summarizes 130 malfunction events in which the device reportedly overheated. - 116 events had the problem identified during a non-clinical procedure. -there was no patient involvement. - 12 events had patient involvement: no patient impact. - 2 events which had a mild injury, illness or impairment which can be treated with minimal or no intervention.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h6, h11 130 previously reported events are included in this follow-up record. Product return status 1 device was received. 129 devices were evaluated based on historical data analysis.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 130 events were reported for this quarter. Product return status: 1 device was received. 118 devices were evaluated based on historical data analysis. 11 device investigation types have not yet been determined. Additional information: 130 devices were not labeled for single-use. 130 devices were not reprocessed or reused.

Event description:
This report summarizes 130 malfunction events in which the device reportedly overheated. 115 events had no patient involvement: no patient impact. 11 events had patient involvement: no patient impact. 2 events had insufficient information received. 2 events which had a mild injury, illness or impairment which can be treated with minimal or no intervention.